Event description:
It was reported that a spectrum infusion pump had a constant downstream occlusion alarm. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the constant downstream occlusion alarm caused by high downstream sensor current readings. The downstream was replaced to correct this condition.